Manufacturer narrative:
The log analysis shows that during the relevant time between (B)(6) about 150 log entries exist for a broken wire of the neonatal flow sensor. The corresponding alarms messages have been generated. In fact, during the whole time alarms for the flow sensor were posted. Calibration trials were not successful and caused alarms too. It is described in the instructions for use how to react on this failure message (replace flow sensor and calibrate it). On (B)(6) the device has been checked on site. The broken wire of the neonatal flow sensor was confirmed. In all other points the device was found to meet specification and there exist no log entries which would point to any other device malfunction. A missing flow monitoring does not lead to stop of ventilation. Ventilation is continued based on the dosed inspiration volumes of the mixer and controlled by the pressure measurement. The selected hf-ventilation ran corresponding to the adjusted pressure limits. In one case the pneumatics performed a short pressure relief, which was attributed to user handling on the hose system. Additionally there exist some log entries for tidal volume not being reached within pressure limits. That can be attributed to the given conditions of patient lung and hose system. The manufacturer comes to the conclusion that the flow sensor malfunction was adequately displayed and alarmed. There exist no hint to any additional device malfunction.

Event description:
Please see initial-report.

Manufacturer narrative:
Preliminary investigation result: the first log analysis shows that during the relevant time between (B)(6) about 150 log entries exist for a broken wire of the neonatal flow sensor. The corresponding alarms messages have been generated. In fact during the whole time alarms for the flow sensor were posted. Calibration trials were not successful and caused alarms too. It is described in the instructions for use how to react on this failure message (replace flow sensor and calibrate it). In some cases inspiration pressure reached the upper alarm limit. Consequently the pneumatics performed a short local reset to release pressure. On 21st december the device has been checked on site. The broken wire of the neonatal flow sensor was confirmed. In all other points the device met specification.

Event description:
It was reported that: during the night between (B)(6) 2015 a neonate has passed away with unclear ventilation conditions after acute respiratory deterioration. Ventilation parameters could not be measured reliable. It was assumed that there existed a larger leak.